Event description:
One pt sample with discrepant bicarbonate results. Initial result gave 32 mmol/l; repeated next day 41 mmol/l. No adverse events reported in association with the incorrect result. The field service representative found a problem with the bicarbonate calibrator and replaced calibrator. Performance tests were performed.